Event description:
It was reported that, "had r knee replacement 2 1/2 years ago. (B)(6) surgeon stated that 5% of people that receive his type of knee replacement, experience problems. The knee is always tight in the front and since the operation, he has had a pain up the band of the outside of the leg. Patient sought another opinion at tri county orthopedics in (B)(6) in 2010. Surgeon dr (B)(6) at joint implant surgeons of (B)(6), drained 35cc of fluid from the knee on (B)(6) 2011. This surgeon recommends a replacement of polyethylene."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.